Event description:
While I was wearing the libre freestyle sensor, it would often wake me up to tell me that I had dangerously low blood sugar. Sometimes when exercising it would claim I was at 69 mg/dl. I would do a finger stick test and find that my blood sugar was normal. I wound up turning the iphone off at night so I wouldn't be disturbed/awakened. That defeated the purpose of having the sensor (at night).